Manufacturer narrative:
The reported complaint was confirmed. Per supplier evaluation, no physical abnormalities were noted. Device read zero flow with temperature and pressure readings corresponding to ambient factory conditions. Inspection of sensor signal values revealed no abnormalities or significant changes, all values were within normal range. No configuration changes were present. The device calibration was checked and the device was within tolerance on all points. Analog outputs and tare functionality were checked and working correctly and well within specifications. Device passed leak check standards. The case was opened to examine the main board to see if any physical abnormalities were present. None were present. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Per clinical review: the electronic patient gas system (epgs) calibrated without issue for a cardiopulmonary bypass (cpb) procedure on (B)(6) 2019. Shortly after going on bypass the team noticed that the gas flow on the central control monitor (ccm) was jumping around from two liters per minute (l/min) to five l/min, without a user input change, and the system gave the team a service gas flow error message. The subsidiary did denote from the clinician that the changes in the sweep gas readings would only last for a few seconds. The team initially was able to adjust their gas flow and fraction of inspired oxygen (fio2) from the ccm screen, but towards the end of the procedure all adjustments were only allowed from the manual external knobs. The decision was made to continue the procedure without changing to an external gas blender or tank, they just adjusted the values off of the information available on the analog external flow meter. The partial pressure of oxygen (po2) and partial pressure of carbon dioxide (pco2) values during the period of fluctuations were all within normal protocol range. There was no delay in the continuation of the surgical procedure. There was no reported harm or blood loss due to this issue.

Manufacturer narrative:
Updated blocks: b5, d10, and h3. H3: 81 - evaluation is in progress, but not yet concluded.

Manufacturer narrative:
Updated blocks: d11, h3 and h6. During laboratory analysis, the product surveillance technician (pst) observed the electronic patient gas system (epgs) to pass calibration. The flow was set to 2.0 liter per minute (l/min) and gas at 60%. There was erratic flow between less than two l/min up to greater than seven l/min with constant flow adjustment. This was followed by a 'service gas system' message. Temporary replacement of the flow meter resolved the issue.

Manufacturer narrative:
During routine testing at the service center, the service repair technician (srt) could not duplicate the reported complaint. The electronic patient gas system (epgs) had the flowmeter replaced as part of reconditioning. The unit operated to the manufacturer's specifications. Per data log analysis, on 06-jun-2019 the gas system was successfully calibrated at 07:02:52. At 13:11:53 the flow was set to 2.5 liters/minute (l/min) on the central control monitor (ccm). At 14:06:19 the gas system reports a "flow control fault". This will cause a "service gas system" alert as reported and the gas system to be knob adjust only. The log file confirms the complaint. There was no way to tell from the log if the flow was changing from 2 to 5 l/min but that would cause a flow control fault.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the electronic patient gas system (epgs) was jumping from two to five liters of oxygen (o2) before displaying a 'service gas system' message. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.